Manufacturer narrative:
The reported "head error" occurred during use. The affected rotaflow drive with s/n (B)(6) will be sent back for repair to the manufacturer emtec under RMA#42280. 2020-10-09: the concerned drive was received by maquet. 2020-10-14: the failure head error could not be confirmed after testing in the service department. Butsporadically vibration. Drive send to emtec 2020-10-23: drive send to emtec. 2020-11-13: drive back from emtec - head error not confirmed. According to the service report RMA 2020-10357 from emtec the reported head error could not be reproduced. Sporadic vibrations and oil leakage on the holding arm, screw on the end cover missing and thread on the housing cap no longer functional was detected. The ball-bearing and speedometer dial replaced. Additional replaced the housing cap and build in new screws. New holding arm build in. The most probable root cause for the detected failures could be determined as misshandling/aging according to emtec. The following most possible cause could be determined for the head error: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 3. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. 4. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. The reported failure "head error" occurred during use and could not be confirmed. The device was directly involved in the event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that on the rotaflow console the error message ¿head error¿ occurred during use the device was exchanged. No indication of actual or potential for harm or death was reported. Complaint ID: (B)(4).